Event description:
The customer reported to olympus that there was leak in the bronchovideoscope. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: connecting tube had coating peeling (1mmsq or more). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found leak from bending section cover, coating peeling on connecting tube of more than 1x1 mm2, connecting tube had a dent, grip had a scratch, bending section had discoloration, light guide connector had a scratch, angulation lever had a scratch, image guide protector had a cut, control unit had a scratch, forceps channel port had a dent, light guide cover glass had a scratch, video cable had a cut, adhesive on bending section cover had a crack, due to wear of angle wire, bending angle in up direction does not meet the standard value, universal cord has a dent, distal end had a dent, due to a cut on bending section cover, water tightness was lost, air/water leakage from the insertion tube/bending section. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the suggested event likely occurred by stress on the insertion section such as the following: physical stress such as by rubbing/ hitting the insertion section we confirmed that the device had nonconformities due to physical stress. Chemical stress from reprocessing not recommended by reprocessing manual stress of inferior storage environment (in direct sunlight, at high temperatures, in high humidity or exposed to x-rays and/or ultraviolet-rays, etc.) A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.